Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). Additional information received the 2nd oct 2017: following the lab evaluation can you confirm was the needle cut at any point during the procedure? Yes I confirm it also the whole needle is not accounted for can you ask whether they retrieved the missing part of the needle and if not did they scan the patient to ensure no part of this needle was still inside the patient. As mentioned in complaint report they removed the broken part from patient with biopsy forceps. As I know they didn¿t check by x ray. Additional information received the 10th oct 2017 : when I returned the needle there was a small pot with inside the broken tip of the needle. This the customer who put it inside and I saw it by myself. I don¿t understand why is missing. The part missing was not in the patient but inside the pot ." 1 x echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned within its original packaging but not in place. There was no syringe returned. The device/stylet/needle were all separated. The stylet was not in place. It was noted that the device came back very bloody. The broken needle measures 1340mm/1350mm. The rest of the needle was removed from the device and measures252mm, the entire needle returned measured 1602mm, as per (B)(4) the entire needle should measure 1705mm. A section of the needle is taught to be missing; the section is not missing distally its missing after the handle. The kink on the sheath could have caused the needle to break. As observed from the photos the distal tip of the needle is still intact. It is ascertained that the missing part of the needle is connected to the break below the sheath extender i.e. Proximal end of the device. Complaint is confirmed as the failure was verified in the laboratory, the needle was broken. A potential root cause for this event may have been when the device was being inserted into the scope this could have led to the sheath kinking and in turn may have caused the needle to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1339923 did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ from the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to additional information received "as per complaint form": nurse opened the needle package and removed it from the box without pb. Doctor connected the needle to the scope but it looked like more difficult than other times but he could do it doctor punctioned the lesion and when he tried to slide the needle into the lesion, the needle seemed blocked inside the lesion doctor could remove it from the lesion and from the scope but when he wanted to have the materiel the needle was broken inside the handle they used another needle for punction.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The following additoinal information was provided: "can you please request the customer to clarify at what point during the procedure did the needle break? Dr thinks that it was during the fist punction. Was it when it was inside the patient¿s body? Was there a need for a retrieval? No" 1 x echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned within its original packaging but not in place. There was no syringe returned. The device/stylet/needle were all separated. The stylet was not in place. It was noted that the device came back very bloody. The broken needle measures 1340mm/1350mm. The rest of the needle was removed from the device and measures252mm, the entire needle returned measured 1602mm, as per dwg1411 the entire needle should measure 1705mm. A section of the needle is thought to be missing; the section is not missing distally its missing after the handle. The kink on the sheath could have caused the needle to break. Complaint is confirmed as the failure was verified in the laboratory, the needle was broken. A potential root cause for this event may have been when the device was being inserted into the scope this could have led to the sheath kinking and in turn may have caused the needle to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ from the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle sheath broke at the level of the handle. "As per complaint form": nurse opened the needle package and removed it from the box without pb. Doctor connected the needle to the scope but it looked like more difficult than other times but he could do it. Doctor punctioned the lesion and when he tried to slide the needle into the lesion, the needle seemed blocked inside the lesion. Doctor could remove it from the lesion and from the scope but when he wanted to have the materiel the needle was broken inside the handle. They used another needle for punction.